Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 04-mar-2016: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced back pain. She complained of being unable to sleep in the bed. Tubes removal were scheduled. This event was considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect further information is being sought.

Manufacturer narrative:
Follow-up received on 28-apr-2016:follow-up attempts have been completed, with no response to date.

Event description:
This is a spontaneous case report received from a physician in united states on(B)(6) 2016 which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. The physician reported patient complained of back pain and being unable to sleep in the bed. She is scheduled to have her tubes removed on (B)(6) 2016. At time of the report, the devices were continued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced back pain. She complained of being unable to sleep in the bed. Tubes removal were scheduled. This event was considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.